Manufacturer narrative:
The following fields have been updated with additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2321612 d.4. Medical device expiration date: 31-dec-2027 h.4. Device manufacture date: 17-nov-2022 d.4. Medical device lot #: 2321604 d.4. Medical device expiration date: 31-dec-2027 h.4. Device manufacture date: 17-nov-2022.

Event description:
It was reported while using bd allergy syringe tray with bd precisionglide¿ permanently attached needle there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. Item: 305540 quantity affected: 2 cs serial/lot number: (B)(6) po : 4516148201 reported issue: these are 1 ml syringes. A lot of the syringes only go up to 0.9 volume. The last .10 of volume is missing. I have opened multiple packages, and in each box of 25, at least 6-7 are not labeled correctly.

Event description:
It was reported while using bd allergy syringe tray with bd precisionglide¿ permanently attached needle there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. Item: 305540. Quantity affected: 2 cs. Serial/lot number: (B)(6). Po : 4516148201. Reported issue: these are 1 ml syringes. A lot of the syringes only go up to 0.9 volume. The last .10 of volume is missing. I have opened multiple packages, and in each box of 25, at least 6-7 are not labeled correctly.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer returned total of (B)(4) 1ml 27g allergy syringes, (B)(4) were in unopened trays, 33 were out of the trays. It was reported by customer that "these are 1 ml syringes. A lot of the syringes only go up to 0.9 volume. The last .10 of volume is missing. All the syringes visually examined and observed 33 syringes with missing 1ml unit marking. The print on syringes was not properly applied and the complaint has been verified. The root cause is due to improper application of ink during production and the manufacturing facility has been made aware of the issue. A review of the device history record was completed for batch# 2321612. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to this complaint. There were two (2) notifications (B)(4) noted for print issues.

Event description:
Samples received.